Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent re-operation on (B)(6) 2018 during which the two loosened set screws were replaced with new set screws.

Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, (B)(4), 510k# k113174 is approved for sale in the us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at s2. During the postoperative follow-up in feb 2018, the patient presented with an uncomfortable feeling in around the sacrum area. It was confirmed that the set screw backed out. The set screws were getting loose at both the left and the right sides. Because there was only a feeling of discomfort, the postoperative follow-up would be continued and the doctor would judge later.

Manufacturer narrative:
Product analysis: the set screw was returned showing evidence of typical installation. The node has been compressed, there is a slight angle to the node but it is not extreme. The set screw was functionally tested using an m9 go and no/go gage and functioned correctly. Without the other components being returned the root cause cannot be determined and the set screw appears capable of performing its attended function. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.